Event description:
It was reported that this right ventricular lead (rv) lead exhibited high out-of-range (oor) shock impedances measuring 135 ohms. Technical services discussed to consider a maximum energy commanded shock as the patient will be in the lab for a generator change. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.